Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, the reported event was confirmed. The reported event was confirmed along with a frozen image with lines on prints. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to excessive use. It can be assumed that the wear of the light guide adapter is due to the third-party repair in which the last repair was carried out. There is a high probability that a foreign type of adhesive was used, which may have led to the reported event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus representative reported (on behalf of the customer) that the telescope light guide adapter could not be removed. The issue was found during preparation for use, and the diagnostic procedure (gynecological examination) was completed with a similar device without delay. The patient was not under anesthesia. There were no reports of patient harm.